Event description:
It was further reported that the clinical status assessment on (B)(6) 2008, indicated the patient's qualifying condition as recent myocardial infarction with lvef 13% and timi 3. The target lesion treated in the index procedure was located in the proximal right coronary artery (prox rca) with 90% stenosis and was 15mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilation and study stent deployment, with 0% residual stenosis following post-dilation. Timi-3 flow remained unchanged throughout the procedure. The patient was diagnosed without symptom and was discharged on bayaspirin and plavix. In (B)(6) 2010, the patient did not come back from the bath room, and his family went there and found the patient in cardiopulmonary arrest. He was transferred to the hospital, but died on the same day. No autopsy was performed.

Event description:
(B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced cardiopulmonary arrest and expired. The lesion being treated was located in the proximal right coronary artery (prox rca). The target lesion was treated with placement of a 3.50x24mm taxus express2 stent. In (B)(6) 2010, the patient died of cardiopulmonary arrest. The patient was discovered expired in the bath. In the opinion of the physician, this event was not related to the study device. No additional information is available at this time.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Date of birth: (B)(6). Updated: patient sex. Updated: describe event or problem; other relevant history. (B)(4).